Manufacturer narrative:
Date of event of the complaint is unknown. The event date reported on this report is the first date of the month that this complaint was created since a specific date was not reported.

Event description:
It was reported that revision surgery is planned for complete replacement of all components. Reason for revision is not reported but will be determined at the time of the revision surgery.

Manufacturer narrative:
Date of event of the complaint is unknown.

Event description:
It was reported that revision surgery is planned for complete replacement of all components. Reason for revision is not reported but will be determined at the time of the revision surgery. It was further reported that the 18cm 700 lgx inflatable penile prosthesis (ipp) was explanted. Fluid loss due to disintegration of the left cylinder wall was identified. An ipp consisting of 21cm x 12mm 700 cx, ms pump, and 65ml reservoir was implanted.